Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 06c29 that has a similar product distributed in the us, list number 06l27. (B)(4). (B)(6).

Manufacturer narrative:
A malfunction of the ex-us product (6c29) was identified. However, the us product (6l27) is not impacted with this malfunction. No further information is forthcoming.

Event description:
The customer reports (B)(6) results (greater than or equal to 1.0 s/co) for patient samples tested with the architect (B)(6) assay on an architect i2000sr analyzer. The customer states that this began when they started using reagent lot 34368li00. Approximately seven patient samples have been affected, generating weak reactive results just over 1.0 s/co (no specific patient results or information was provided). These same samples generated (B)(6) results on the roche and abbott axsym platforms. Some of the samples were retested on the architect system and remained weakly (B)(6). No suspect results had been reported from the lab with no patient impact. (B)(6). Controls for these runs were within specifications.